Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: alarm '446026,431001,self test failed' happened when starting up the ventilator. No patient harm is reported.